Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly, customer over bolused prior to consuming carbohydrates. Additionally, customer's settings needed to be updated as customer did not consume enough carbohydrates to counteract insulin delivery settings. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.